Manufacturer narrative:
A philips principal research scientist (prs) reviewed all of the information provided by the customer. Periods of erratic pleth wave are seen that correspond to periods where the other waveforms show some kind of movement artifact or change in breathing pattern. In general, almost all the periods seen where the pleth (spo2) waveform flattened or went off scale were also associated with some type of patient movement that could be seen as artifact (baseline wander) on the ECG leads, erratic resp waveform (more evidence of movement affecting electrode contact), and change in breathing pattern seen in the co2 waveform, usually a much longer exhaled breath compared to the norm. The other waves confirm there is some type of patient movement at the time the pleth looks erratic. Erratic pleth at the same time of artifact or changed pattern on the other waves were noted on the printout. It was also noted that spo2 numeric value remained close to 100% during most of the periods of erratic behavior; there was two periods around 10:30 and 10:35 where spo2 did drop, this could be an actual desaturation (desat) down to %84 or 87%, based only on the fact it did not drop during the other episodes. There is no reason to doubt this is a true measurement of spo2 down to 79.9; previous patient motion in the previous period may cause a real spo2 drop. There are large spikes in pleth prior to this drop in spo2. It was also noted during the service visit that the spo2 cables are wrapped too tightly which may result in unseen damage to the internal wires and shielding inside the blue cable covering. The damage to the spo2 cable can lead to the following: issues: intermittent spo2 signal loss and can include an inability to measure any spo2 data. The customer was advised not to bend, twist, or coil any part of the philips spo2 cable too sharply. Doing so may violate the minimum bend radius and damage the internal wires and insulation within the blue cable cover. The customer was also advised that using non-philips-approved accessories may compromise device functionality and system performance. Sensor placement was also reviewed with the customer. Based on the information provided the device was functioning as designed. For customer satisfaction, new cables were provided to resolve the issue. The customer was also provided a copy of the philips service bulletin that was released in 23jul2025 addressing cable management. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the spo2 measurement is erratic. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.